Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that tango optimo is giving negative results which are visually positive. The customer did neither return the supposedly defective product nor the samples that had caused (B)(6). Therefore our quality control laboratory tested their retained biotest cell 1&2 sample with different samples and controls on tango optimo. All (B)(6) were correct. We did not observe any (B)(6). Testing by our quality control laboratory confirmed the correct function of the allegedly defective biotest cell 1&2 lot. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was thoroughly inspected by a field service engineer. According to the field service report, the camera was reading correctly. Post service verification was completed without any errors. The instrument is operating within manufacturer's specifications. Additional requested information was not delivered for further investigations yet. So far we can not see any indication for a malfunction of the affected instrument.